Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused remdesivir during patient therapy (250 ml, 0.8 mg/ml). This was a 250 ml bag with 20 ml overfill which showed 30-80 ml remaining when the pump indicated the infusion was complete. The event happened in the medical/ surgical department. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.